Event description:
It was reported during in clinic follow up atrial lead exhibited high capture threshold. Fracture was suspected. During lead revision procedure. The right ventricular lead was also seen to have a potential fracture. Both leads were explanted and successfully replaced. There were no patient consequences.

Manufacturer narrative:
The reported events of unacceptable threshold and insulation breach were not confirmed. As received, a complete lead was returned in one piece. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.